Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the vitrectomy probe did not cut during a procedure. Status of the aspiration not reported. The product was replaced and the procedure was completed. There was no harm to the patient.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. One opened probe was received with a tip protector, in a tray along with other items, for the report of cutting failed. The returned sample was visually inspected and found to be non-conforming with foreign material (possible surgical material) on the port face and needle. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for aspiration and cut and was found non-conforming for actuation. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks and wear marks were observed at a couple locations along the inner cutter. Orange/brown foreign material was observed inside of the cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle and shell assembly) was removed the probe was able to actuate. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation did not confirm that the probe had a cut failure. The evaluation indicated that the probe had an actuation failure. The most likely cause for the actuation failure is the observed damage/wear to the inner cutter of the probe. A damaged/worn inner cutter can impede the movement of the cutter shaft. How and when the inner cutter of the probe became damaged/worn cannot be determined form this evaluation. The evaluation did not confirm a cut failure and the exact root cause for the actuation failure cannot be determined from this evaluation, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).